Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on the rectum, the stapler was not able to fire. The surgeon tried to staple the rectum but it could not staple well. The handle signal was normal operation. After they checked the green light, then they fired but it could not move without any signal. So they just changed the cartridge to complete the case. There was no patient injury.